Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) confirmed that the aia-900 instrument was producing 4153 c.trans-z home overrun error message. The fse replaced the test cup picking assembly as well at the flat z-axis cup transfer cable. The fse then proceeded to verify all cup transfer alignments and aligned incubator table where the error would occur. The fse then ran quality controls and precision, which passed without any issues. No further action was required by the fse. The aia-900 instrument was functioning as intended. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 4153 c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to faulty test cup picking assembly and flat z-axis cup transfer cable.

Event description:
On (B)(6) 2018, a customer reported getting 4153 c.trans-z home overrun error message after preventive maintenance was performed day before on the aia-900 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), progesterone (prog), and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.